Manufacturer narrative:
One tactisys quartz was received for evaluation. Visual inspection revealed the connectors, switches, and labels had no physical damage. All of the mounting hardware was secured. Normal wear and tear were observed on the exterior enclosure. The returned tactisys quartz was powered on, but no communication was established with the generic client software and no communication initialization audible tone was heard from the unit. Fiso diagnostic could not be performed due to the lack communication. The single board computer (sbc/pc-104) board was temporarily replaced with a known good sbc board and successful communication was established. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a non-functional sbc board.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3008452825-2020-00375, 3008452825-2020-00376. During the procedure, when the catheter was placed in the patient¿s body, the contact force grams could not be displayed. The catheter was reconnected with no resolution. The catheter was then replaced to the 2nd one; however, the issue persisted. The procedure was completed with a 3rd catheter without the use of contact force. There was a delay in the procedure, but the case was completed with no adverse consequences to the patient.